Manufacturer narrative:
It was reported that the patient concurrently underwent sacrospinous ligament fixation and cystoscopy.

Event description:
It was reported that the patient concurrently underwent sacrospinous ligament fixation and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent anterior and posterior colporrhaphy and sling implantation with mesh repair due to erosion in (B)(6) 2010. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07885. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2010 and mesh and (bs) advantage were implanted. It was not stated which product was implanted during which surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the mesh was removed on (B)(6) 2010 with concurrent implantation of bs advantage mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.